Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging black soot was absorbed on the circuit, exhalation valve and bacteria filter. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The blower, flow sensor assembly were cleaned and the pollen filter was attached. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.